Event description:
Patient had blood leaking from IV tubing. ICU medical 9.5" smallbore trifuse ext set w/3 microclave¿ clear snapped somehow (unwitnessed). Intravenous infusion stopped and tubing was replaced to continue with medical treatment.